Event description:
International affiliate has informed us of an event that air leakge was reported in use after three hours in use. The unit was pretested per the instructions for use. No adverse outcome. Event occurred in another country.